Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. No pt injury was reported.

Event description:
The customer reported the system will not complete boot up. No pt injury was reported.